Event description:
It was reported that a patient underwent an open primary umbilical hernia repair on (B)(6) 2009 and suture was used. The patient developed a wound dehiscence with no infection on (B)(6) 2009. Treatment consisted of wound care with betadine for secondary healing. At the patient's follow up visit on (B)(6) 2009, the wound was almost closed. Currently, the patient is in good health and no recurrence noted at further follow up.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00191. The same patient is represented in each medwatch.